Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the pump had to be replaced due to a suspected clot within the device. The pump was removed and another impella 5.5 pump was implanted for ongoing support.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Instructions for use for the related event are as follows: ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records. D6a/d6b updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank on the initial report. G1 reporting contact email updated. H6 updated.